Event description:
Per the report this was a faulty balloon pump, balloon under expanded during inflation. Cath lab staff were aware of the potential due to previously reported FDA and device alerts. So they changed to a new balloon pump.